Event description:
The patient was having a x-ray procedure. The system encountered a problem that produced an error code. The system had no image acquisition. The doctor could not perform the procedure.

Manufacturer narrative:
Conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.